Event description:
It has been reported to co that during the procedure the dilator of this device failed to advance through the sheath. The device was removed and replaced. The patient is reported as fine. The device is not being returned for co analysis.